Event description:
The rep confirmed that the loaner did solve the issue.

Manufacturer narrative:
Concomitant medical product: product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient programmer (pp) was unable to connect and read the stimulator. The issue was identified via general use. The health care facility tried troubleshooting but was unable to solve. Actions taken was the patient got a loaner. The issue was not resolved at the time of this report. No surgical intervention occurred nor was planned. The patient was alive with no injury. Additional information has been requested to find out what was done to resolve the issue. If additional information is received, a follow up report will be sent.